Event description:
Complainant alleged that the clinicians were pacing a pt who was in guarded condition. The clinicians paced the pt for sixteen (16) hours and forty (40) minutes, with the ma setting at 82 (ppm setting unk). When the pt was turned the clinicians observed that the electrode's wire was separated from the pacer pad and that the pt had a burn to the "left flank (back)", and was the size of a quarter and black in color. The complainant indicated that the pt's burn was treated with silvadene creme. There was no additional adverse effect on the pt as a result of the reported malfunction. The complainant was unable to provide the lot number of the used electrodes, as the packaging was discarded subsequent to electrodes being applied to the pt. User incident report # 05-0390 0001-2000.